Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer, the top of the back had ripped away from the screws in (B)(6) at which time the back was turned around and reattached. According to the client the screws have now slipped down causing the back to have improper support.